Event description:
Nurse reported that customer was hospitalized with uncontrolled high bg as per md. Troubleshooting performed and pump is functioning as designed. Instructed customer to monitor bg and explained the two high bg rule.